Event description:
In 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultra meter had an "error 1" issue. The patient tests her blood glucose twice a day. She takes 2000 mg of metformin each day. The patient indicated that the alleged meter issue started on an unspecified date/time 2 months ago. As a result of the alleged issue, the patient claimed that she could not test with the reported meter. However, during the time of concern, the patient admitted that she was occasionally able to test with a friend's meter and got results of around "160, 180, and 210 mg/dl." About a month before the alleged meter issue began, the patient mentioned that her vision started to "go bad" where she had trouble seeing. Also, within the past two months, when she was unable to test with her meter, the patient claimed that she developed symptoms of fatigue, tiredness, and hunger. Due to her hunger, the patient started eating more, but continued to take her metformin as prescribed. For the past month, the patient claimed that her vision problems got worse. The patient mentioned that can hardly see anymore. The patient also stated that she recently visited a doctor who recommended that she be started on insulin therapy. Two days prior contacting the lfs, the patient tested her blood glucose on her friend's meter and got "385 mg/dl" before breakfast time. The alleged meter issue was unresolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion. The patient claimed that her vision problems worsened within the past two months after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.